Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus singapore and it has been over 6 years since the subject device was manufactured, omsc presumed there was the possibility this phenomenon was attributed to the cr board failure of the subject device due to the aging deterioration and accidental failure. The cr board interfaces with evis 190 series endoscope, so it might have occurred that the disappearance of images and the error b30 (scope communication error) occurred because the cr board was broken. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomena. It was found the cr board failure which caused the error b30. The image of the subject device was displayed when all series of the endoscopes except evis 190 series endoscope were connected to the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was black and the error b30 which indicates there is the communication problem between the subject device and the endoscope was displayed during the preparation for use in the morning. The procedure was then swapped to other room available. There was no patient injury associated with this report.